Manufacturer narrative:
B3: event date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient might have an infection. The rep stated that the patient went in last week because they had a hematoma, so the hcp did a drain. When they went in to drain it, they said there was nothing there. The hcp did a culture and, per the rep, it came back weird and inconclusive. The hcp called the representative and said they were going to do an explant. The hcp asked the rep to turn the patient down to minimum flow for the next week until they got the results from the culture.

Event description:
Additional information was received from the manufacturer's representative (rep) and confirmed/provided by the healthcare provider ( hcp). It was reported that the hcp did an additional culture test and the test came back negative. No explant was performed, and the patient still has the pump and catheter in place. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.